Event description:
It was reported that broken sensor wire occurred. The wearable was inserted into the arm on 01/10/2025. On approximately (B)(6) 2025, the patient removed the sensor she noticed that the sensor wire was broken and a part was left under the skin. The patient went to the hospital the next day. The doctor made a surgical incision and used tweezers to try and remove the sensor wire but was unsuccessful. At the time of the report the patient was fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).